Event description:
User experiencing low results for multiple patient samples for sodium over several days. Only the following results was provided as an example, which occurred 2008: initial sodium result 134 mmol/l, repeat 140 mmol/l. Erroneous result was reported, patient not adversely affected. The field service rep determine issue to be probe c and replaced the probe. Performance tests were performed and within spec.